Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. The complaint of an extension line leak could not be confirmed through inspection of the photo. The customer also returned one 2-l PICC for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed a small hole in the proximal extension line near the luer hub. The appearance of the defect is consistent with unintentional contact with a sharp object (e.g. Scalpel, scissors, etc.) During use. Microscopic examination confirmed the damage. The catheter body length measured 19 3/4" which is within the specifications of 19 1/2"-20" per product drawing. The proximal extension line outer diameter measured 0.09488" which is within the specifications of 0.093"-0.097" per product drawing2. The proximal extension line inner diameter measured 0.057" which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the returned catheter was performed per the instructions or use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The extension lines were flushed using a lab inventory 10ml syringe. Water was observed exiting the hole in the proximal extension line. A manual tug test confirmed both extension lines were secured to their respective luer hubs. R & d was consulted and stated that the location and appearance of the damage is not consistent with a molding related defect. A device history record review was performed, and the following findings were identified: for material c-15802-019a, non-conformances were initiated for lot numbers 13c21m0404, 13c21k1279, 13c21l2264 , 13c21m0406, 13c21l2262, 13c21h2610, 13c21h2052, 13c21h2609 in regards to extension line leak in use. Review of the failure mode identified in the non-conformance revealed a different failure mode than that observed on the returned sample. Based on the returned device and the observed failure mode, these findings are not relevant to this investigation. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a hole in the proximal extension line. The appearance of this damage is consistent with unintentional contact with a sharp object (i.e. Scalpel, scissors, etc.) During use. The catheter met all relevant functional and dimensional requirements. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the PICC was inserted on (B)(6) 2023. On (B)(6) 2023, the white hub extension line cracked. The PICC was removed on the same day. A new PICC from a different manufacturer was inserted. Per the customer, they are unable to provide patient specific information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the PICC was inserted on 20 sep 2023. On (B)(6) 2023, the white hub extension line cracked. The PICC was removed on the same day. A new PICC from a different manufacturer was inserted. Per the customer, they are unable to provide patient specific information. If further information is received, the complaint file will be updated.